Manufacturer narrative:
An outside the united states (ous) customer contacted a siemens remote support center to report sporadic out of range quality control (qc) and discordant results for two patient samples for the eosinophil parameter on an advia 2120i analyzer. It is unknown if qc was in range on the date of testing. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse cleaned the peroxidase chamber to correct the issue and verified operation of the instrument. This is considered normal service troubleshooting. The system is performing according to specification and no further evaluation of the device is required.

Event description:
The customer observed sporadic out of range quality control (qc) and discordant results for two patient samples for the eosinophil parameter on an advia 2120i analyzer. It is unknown if qc was in range on the date of testing. The initial results were not reported to the physician(s). The samples were analyzed using an optical microscope and the manual count was different than the results obtained from the advia 2120i. There are no known reports of patient intervention or adverse health consequences due to the discordant results.